Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, upon interrogation the pulse generator exhibited a message - diagnostics were invalid and had to be cleared -. The user cleared the diagnostics. Patient will be evaluated at next followup. No additional information was available.